Manufacturer narrative:
Initially it was reported that there was an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021 and per the evaluation completion on 27-oct-2021 it was observed that the hemostatic valve and the brim cap were missing. The hemostatic valve issue remains assessed as MDR reportable. The additional lab finding of the brim cap missing was assessed as MDR reportable for a brim cap detached issue. The awareness date for this issue is 27-oct-2021. Therefore, processed h6. Medical device problem code. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve and the brim cap were missing. The hub does not seem to show more anomalies but only the parts missing. It is possible that the damage was generated with an object and/or excessive manipulation. The hemostatic valve could have been detached due to the dilator wrongly introduced. However, this could not be conclusively determined since the brim cap and the hemostatic valve were not returned by the customer. Trails of polyurethane (pu) were observed as evidence that the sheath was properly assembled prior leaving the facility. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. Due to the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001638 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was dislodged when the sheath was inserted. The sheath was changed and after that, the procedure was conducted without any problems. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.